Event description:
Intraoperative hypotension. IV fluids and medication used to restore blood pressure.

Manufacturer narrative:
Inspection records, testing, lot records, training, etc. Were evaluated.